Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during antrum stapling on a robotic laparoscopic sleeve gastrectomy, the device was not able to fire after pressing the green button. Another reload was used to complete the case.